Event description:
A caller reported experiencing intermittent occlusion alarms. There was no adverse impact on the customer's blood glucose level. The customer took the same action to resolve each occlusion alarm by changing the infusion set and cartridge before resuming insulin use. However, occlusions persisted, and the patient is no longer using the pump, reverting to manual dose injections for insulin therapy.